Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up post pacemaker generator replacement. The pocket site was painful, appeared inflamed and tender with signs of infection. Patient was stable at the moment and has had no fever or drainage from the incision site.

Event description:
New information received notes that the pacemaker site was healed and the pacemaker was functioning well. No further intervention was planned. The patient's condition was stable.